Manufacturer narrative:
Results of investigation: the suspect device was not returned for investigation but a vyaire medical field service engineer (fse) went on-site and performed a full verification but no issue was detected. There is no evidence for a technical problem with the ventilator. Vyaire medical was unable to determined the exact root cause as there is no device failure detected. However, it is most likely due to application - niv with 100% o2 setting caused >110 lpm o2 flow demand. High leakage combined with high breathing effort of the patient in non-invasive ventilation (niv) with 100% o2 setting has caused peak o2 flow demand of >110 lpm. The o2 gas path is only able to deliver up to 110 lpm of flow through the o2 gas path as per its design. This has led to the designed / intended system reaction that the vent has added blower air to keep-up the ventilation performance at the expense of a reduced fio2. In such cases, the software is triggering alarm 272 - "o2 supply insufficient.

Event description:
The customer reported bellavista1000 us is giving too low o2 dosing alarm when using pressure support ventilation (psv) mode while on a patient. Respiratory therapist (rt) reported that the monitored fio2 on the bellavista dropped to 70 - 80% in psv applications with 100% o2 setting. Furthermore, there was no patient harm associated with the event.

Manufacturer narrative:
Vyaire medical representative went on-site and received the unit logfile. Performed a full verification but no issue was detected. No root cause has been determined at this time. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.